Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt had a calcified lesion in the circumflex. A 2.5x15 fire star balloon would not hold pressure when it was inflated. Inflation was only attempted once and the balloon got up to 2atm, but would not hold it. A leak was noted from the balloon. Another balloon was used to complete the procedure. There was no pt injury reported. In addition, there were no kinks or damages noted on the prod before it was used in the pt.